Event description:
Per conversation with dr., this pt had an MRI procedure. During the procedure, pacing inhibition occurred due to noise from the MRI machine. Once the MRI was stopped, expected function of the device occurred.